Event description:
A customer reported receiving a ¿replace sensor¿ error message on the 10th day of wearing the adc device. As a result, the customer was unable to obtain sensor readings and experienced a loss of consciousness. The customer was seen at a hospital where they were diagnosed with hypoglycemia and was administered glucose (dextrose) as treatment, and additionally, tresiba and fiasp (insulin) were provided. A post-treatment laboratory result of 70 mmol/mol was obtained taken 30 minutes later and the customer was kept overnight in the hospital. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.